Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed dotted ECG base line when paddles and ECG cable were attached and did not give error message code "ECG leads off". The complainant indicated that there was no pt involvement in the reported failure.